Event description:
Robotic suction being utilized in arm 4 of patient cart. Md asked for different instrument to replace suction in arm 4 and when pa [physician assistant] attempted to release and remove the robotic suction instrument, pa felt resistance. Robotic arm 4 blinked orange and error noise occurred. Surgeon inspected situation more closely and instructed pa to remove all arms and undock. Pa had to remove cannula, reducer and rob suction instrument from abdomen all together in order to undock arm 4. When pa attempted to separate cannula and reducer from rob suction instrument, the cannula separated and was removed from instrument, however the reducer would not separate and remained stuck on rob suction instrument. When inspected closer, staff saw that the tip of the rob suction was off alignment, prohibiting the reducer to pass over tip of robotic suction instrument. A new robotic suction instrument and reducer obtained, robot was redocked and procedure continued. Surgeon inspected abdomen for any foreign pieces, none found.